Event description:
Dentist purchased a new waterlase on 12/01/04. The laser has failed to operate (laser shuts down completely/will not lase) evertime it was attempted to put it in use. The MFR has serviced it several times during 2005 but was never able to get it operating. The same thing happened later to other waterlase units.